Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm condition indicating the internal battery failed to charge was observed in the downloaded event log. The service center was unable to duplicate the alarm. The device was tested with a gold battery and passed all testing. No component was replaced to address this issue. Additionally, the internal battery door was damaged, and the usb cover was missing. The components were replaced. The air foam inlet filter, muffler and particulate filter were replaced per preventive maintenance protocol. The device was tested and passed all final testing.